Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a very sick heart and numerous runs of ventricular tachycardia. During an initial implant procedure, no capture was observed on right atrial lead even after trying multiple lead positions. The physician removed and replaced the lead as he felt that the lead was stiff. The physician thinks that the patient has sick heart and had ventricular tachycardia (vt) during the implant procedure. The patient was stable post procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction : when the physician retracted the helix after the explant, tissue , blood clot was found tangled up inside the lead and he felt that caused the capture issue.

Event description:
Correction: when the physician retracted the helix after the explant, tissue , blood clot was found tangled up inside the lead and he felt that caused the capture issue.